Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Unexplained backup mode once pt. Was interrogated in clinic.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos, 2 charging cycles were recorded to the device memory. The memory content of the ICD was analyzed. The analysis revealed that the ICD was reinitialized on (B)(6) 2015. Besides that, the data showed no anomalies. Therefore the root cause of the reported safety backup mode activation could not be determined, based on the data available for analysis. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In a next step, the ICD was subjected to an electrical analysis. First a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.